Event description:
It was reported that during an attempted implant, the setscrew of the device was noted to have been stuck in the header. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached and damaged set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.